Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Patient reports that he developed a wound dehiscence ten days following orthopedic back surgery. The surgeon opines that the suture preabsorbed. The patient was returned to surgery two weeks later for wound closure with staples.